Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#:n4a2270y), sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#:n4c1902y), sigphandle, sig power sigphandle handle (serial#:unknown), unknown egia su, unknown endo gia sulu (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic duodenal switch, during firing the stapler over the duodenum, the reload did not fully fire. Two more reloads were then used to fire over the duodenum and the stapler did not fully fire to the distal end either. A black reload was then used to resolve the issue. No patient injury.